Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the speed was impossible to switch between high and low. A rotablator console was selected for use. During the procedure, it was noted that it was impossible to switch between high and low speed. The procedure was completed with this device. The patient is stable, no patient complication or other additional intervention reported.